Manufacturer narrative:
Concomitant products: product ID 37744, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2007, product type lead; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2007, product type extension. (B)(4).

Event description:
It was reported that the patient went through a security gate right after surgery and they wanted over the patient and said the patient was okay. It was noted that the patient had the older stimulators that were non-rechargeable and never set the alarm off. It was noted that the patient went through security after surgery and the implantable neurostimulator (ins) implant set off the alarm. It was noted that ¿no adverse events happened to her¿ going through the security with the stimulation therapy or device. It was noted that this incident occurred within a couple months of being implanted with the ins. It was noted that the patient walked in the middle of the security gates of a store and if she walked too close to one side, she could feel the stimulation change. It was further noted that the patient was flying on the day of the report for the first time since the ins was placed. It was noted that the patient had a pump and a stimulation device. Additional information received reported that the patient did not have concerns regarding the device or therapy.